Manufacturer narrative:
The unit was received for investigation on july 02, 2025. The unit was returned with reported power port damage, which was confirmed upon inspection. The motherboard j14 pins were found to be stuck, and the power input was damaged, both consistent with a high-impact event. The battery board and leaking sensor also sustained damage from the same impact. Additionally, excessive dust buildup in the muffler led to a blocked feed port. Aged zeolite contributed to column contamination and low external purity levels. The interior of the unit was heavily soiled, with dust contamination observed in the tubing and f/w. Due to cosmetic damage, the housing and uip were also replaced. The unit was repaired and the patient received a replacement unit.

Event description:
On (B)(6) 2025 the patient called inogen to report that the power port was not working and could not get their poc, g5 device to charge. The patient stated they had to go to the hospital to get oxygen. Inogen, attempted to follow up with the patient on three separate occasions to gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming she had been to the hospital. Intervention is unknown.